Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 680 mg/dl. The customer reported being hospitalized. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was done. The customer was advised to change the entire infusion set and reservoir of the insulin pump. The customer was advised to treat per the health care provider's instruction. The customer reported that the maximum bolus allowed by the insulin pump was only fifteen units. The customer was advised to speak to the doctor to allow the insulin pump to give more than fifteen units. No additional information was provided.